Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staples stayed blocked in the reload and this continued, even after change of the reloads. There was no patient injury.